Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.corrected fields: b5, g3(the initial aware date should have been 26-mar-2024) and h6 (component code 866-lenses and medical device problem code 4048-failure to clean were missing in the initial)additional information: d4, h3 and h6.a review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following reportable malfunctions was found during the device evaluation: objective lens is dirty. For the blurry image malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be related to focus adjustment that did not work due to dirt on objective lensfor the dirty objective lens malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state:chapter 3 preparation and inspectionthe equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter.3.1 the workflow of preparation and inspectionthe workflow of preparation and inspection is shown below.before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.warning¿ using an endoscope that is not functioning properly may compromise patient oroperator safety and may result in more severe equipment damage.chapter 5 troubleshootingthe countermeasures against troubles are described in this chapter.5.1 troubleshootingif any irregularity is observed during the inspection described in chapter 3, ¿¿¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿.if the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿.warning¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope image was very blurry. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.